Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual inspection: the filter was returned without the product packaging or labeling. Five legs and four arms were present and intact. The detached leg and one of the detached arms were returned. One detached filter arm was not returned. One of the arms detached approximately 1mm from the apex and the other detached approximately 0.25mm from the apex. The leg detached at the apex. Dimensional evaluation: heat was applied to the filter and the filter took the appropriate shape. All measurements met the required specifications. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was returned. No images were provided for review. The investigation is confirmed for detached filter limbs, as the filter was returned with two arms and one leg separated from the apex of the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 14 months post deployment of a vena cava filter, during a scheduled filter retrieval, the physician encountered some anatomical challenges but was able to capture and retrieve the filter; however, two filter limbs detached in the process. The filter limbs were captured and retrieved at a later date. There was no reported patient injury. New information reported states that the two detached filter limbs were captured and retrieved during the same filter retrieval procedure.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 14 months post deployment of a vena cava filter, during a scheduled filter retrieval, the physician encountered some anatomical challenges but was able to capture and retrieve the filter; however, two filter limbs detached in the process. The filter limbs were captured and retrieved at a later date. There was no reported patient injury.